Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. The sutures were properly cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the artrum on a laparoscopic gastric sleeve, there was a resistance with the handle and a snapping sound. After loading the first load the green button was pressed and the surgeon waited for 60 seconds before attempting to fire. The surgeon attempted to squeeze the ring handle but met with resistance with the handle then making a snapping sound. Both load and handle were handed off and a new load and gun were used for the next firing but still had the resistance and the snapping sound. The second load was handed off by the surgeon, it was inspected and found that it was pre-fired with the tips of the staple legs visible at the proximal end of the load. A third load was opened and used with the same gun without incident. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.